Event description:
It was reported that this right atrial (ra) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and provided the latest measurement. This ra lead remains in service. No adverse patient effects were reported.